Manufacturer narrative:
Bench repair received and evaluated the device. The technician let the ventilator run for 15 minutes. Review of the device logs did not identify any error codes. The nav-ring was confirmed to be unresponsive. Corrective action was taken by replacing the front bezel assembly. Following the repair, comprehensive functional testing was performed. It was confirmed that the issue had been resolved and the device met performance specifications.

Event description:
Philips received a complaint regarding a v60 ventilator indicating that the device¿s navigation functionality was not operating properly. Specifically, the navigation control would not scroll, and the device did not respond to user input, rendering it nonfunctional. The device was removed from service due to the reported condition. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. The device will be shipped to bench service for repair.